Event description:
The customer observed false nonreactive architect syphilis tp results for a 30-year-old female patient who was initially tested positive on the autobio platform. The sample was then tested on the architect and the mindray instruments. The architect syphilis tp results were inconsistent with the other two platforms. The following data was provided: autobio platform initial result = 9.32 s/co (positive); retest result = 9.17 s/co (positive) result on the architect = 0.83 s/co (nonreactive); retest result = 0.87 s/co (nonreactive) result on the mindray = 2.82 s/co (positive). The patient had no history of high-risk contact, and the historical results have all been negative. Additionally, the patient is not on any medication or interventional therapy. No impact to patient management was reported.

Manufacturer narrative:
Section e1 - address 1: complete address is: (B)(6). This report is being filed on an international product, architect syphilis tp, list number 08d06-74, that has a similar product distributed in the us, list number 08d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
On (B)(6)2023, the customer believed the nonreactive architect syphilis tp results were correct because the results were a better fit for the patient¿s clinical picture. The customer is no longer questioning the architect syphilis tp results. Based upon this new information, this complaint is no longer a reportable event and no additional information will be submitted.